Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify and duplicate the customer's reported issue. The pt802 transducer was successfully calibrated, but the odv was at the maximum specification. Also the 0 cmh2o = 690 calibration count was 690 which is the maximum allowable value.

Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator alarmed transducer fault. The ventilator was taken off the patient and there was no harm.